Event description:
During the rectum resection procedure the first device suddently alarmed during the procedure, changed to another device but this one did not pass the self test. They used the third device to finish the procedure. Error code 5 on generator and heard a solid tone. No pt consequence reported. Two devices will be returned. Note: when the devices were tested with generator one suddenly broke and another one had a crack in the blade.